Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Lot: UDI (B)(4).

Event description:
On an unknown date in (B)(6) 2009, this patient underwent a thoracic aorta replacement surgery with a surgical graft. After the surgery, the patient developed a pseudoaneurysm. On (B)(6) 2010, the patient underwent an emergent endovascular procedure using a gore tag thoracic endoprosthesis (tg3115/7306613) to repair the pseudoaneurysm. No issues were reported during the procedure. The patient tolerated the procedure. On (B)(6) 2010, the patient was discharged. Subsequent follow-up imaging showed no issues; however on (B)(6) 2010, six month follow-up imaging revealed a distal type I endoleak with no sign of pseudoaneurysm enlargement. The cause of the endoleak was unknown; however it was reported that the endoleak was device-related. On (B)(6) 2010 the patient underwent an additional endovascular procedure using a gore tag thoracic endoprosthesis (tgt3420/7390117) to repair the endoleak. The patient tolerated the procedure. On (B)(6) 2010, a post-operative follow-up imaging showed that the endoleak was resolved. On (B)(6) 2010, the patient was discharged.